Event description:
Tracheostomy tube with one size printed on wing and a different size printed on balloon.

Event description:
Tracheostomy tube with one size printed on wing and a different size printed on balloon.